Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6) 2025, the patient underwent endovascular treatment of an aneurysm at the thoracoabdominal aorta using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system with a gore® tag® conformable thoracic stent graft with active control system placed as the distal. The patient tolerated the procedure. On (B)(6) 2026, the physician noticed a type 1b endoleak on follow-up CT scans. Reportedly, the cause was loss of wall apposition due to disease progression. On (B)(6) 2026, the physician reintervened. A gore® excluder® conformable aaa endoprosthesis main body was placed in the abdominal aorta, and gore® excluder® aaa endoprosthesis devices were placed in the iliac arteries. The right internal iliac artery was covered and coiled. The patient tolerated the procedure.